Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the non pacer dependent patient presented in clinic for follow up. Upon review, the right ventricular lead exhibited low impedance in bipolar configuration and no capture. It was noted that the impedance and capture in unipolar configuration were within normal limits. The lead was capped and replaced on (B)(6) 2018. The patient was stable.